Event description:
It was reported that the patient had to charge her implantable neurostimulator (ins), more than expected. The patient noted the ins was usually set to "2 something" volts (2.3 or 2.4v). The ins had last been charged one week ago. Patient services walked the patient through the recharging procedure and it was found that the ins was fully charged. The patient reported the stimulations "doesn't help much" with her pain, because the stimulation would stop intermittently. Additional information was received from the patient that reported she still had concerns about her device or therapy, but was working with her doctor or company representative. The patient noted that the "device doesn't work." If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient's system was fine. The issue was related to comprehension and was addressed through education.

Manufacturer narrative:
Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v549686, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v710840, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v710840, implanted: (B)(6) 2011, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2011, product type: extension, product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).